Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: with no instrument returned and no more information, no root cause can be determined for this specific instrument.    The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated.   Complaints will be monitored under post market surveillance sep 419. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all of the instruments were damaged trying to remove a corail stem. Lot numbers not visible. No surgical delay.